Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The isi fse found poor cable management practices that lead to errors 1100 and 23. The isi fse replaced the original blue fiber cable from the vision site cart (vsc) to the patient side cart (psc) with a new cable that the site provided and resolved the error 23; the old cable was damaged in multiple places. The customer had the psc, vsc and the electrosurgical unit (iesu) plugged into the same circuit, which could have overloaded the circle and caused error 1100. The isi fse moved the psc power cable to a different circuit and resolved the errors 1100. The isi fse proactively replaced the emergency power off (epo) switch to ensure there is not intermittent epo switch issue. The affected parts (cable and epo switch) involved with this complaint are field scrap items and will not be returning to isi for further investigation. A review of the site's complaint history does not show any additional complaints related to this product. A review of images that were provided by the customer was consistent with the fse finding of a damaged blue fiber cable. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted and completed laparoscopically which could lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, error 23 was noted on the system. Prior to calling technical support, the customer performed a hard power cycle with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) found code 23 in the logs and had the caller observe the blue fiber cable led color; the caller identified the patient side cart (psc) and second to top fiber ports led to be red. The caller confirmed the cable was secure at the psc and the vision site cart (vsc), and reseated connections with no change. The caller replaced the blue fiber cable from the psc to the vsc with no success. Then, the isi tse had the caller move the fiber cable from second to the top port on the core and hard power cycle the system; the system powered on successfully. The caller confirmed all blue fiber cable leds were blue in color. The customer proceeded with the case. The field service engineer (fse) to follow up. The customer later called back to report that the non-recoverable fault persisted. The isi tse reviewed the logs again, found the error 23, advised powering down the system, reseating all fiber cables, and then powering back on. The caller informed the isi tse that the psc power button was flashing blue and amber; the system was not powering on. Then, the isi tse had the customer hard cycle and emergency power off (epo) the psc but there was no resolution. The isi tse recommended disconnecting the fiber cable from the psc, unplugging the power cord, and then powering on in standalone mode while on battery; the issue remained. At that point, the isi tse suggested that further troubleshooting with the isi field service engineer (fse) was needed to resolve the issue. The surgeon elected to convert to an open procedure. Isi followed up with the initial reporter and obtained the following additional information on 24-aug-2021: the case was converted to laparoscopic because the procedure could not be completed robotically. It is unknown what the surgeon believed was the cause of the event. There was no injury to the patient. There were no system issues during the setup or placement of the ports. The system was inspected prior to use with no issues noted. The procedure was in progress for about three hours when the issue was noted. The patient outcome post procedure was not known.